Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message upon arrival to the ICU. The customer did some troubleshooting per the help screen. They were then directed to plug in the sensor connector again matching the red triangles until it clicked. There was no apparent damage or breakage noted on the sensor connector and no visible kinks on the orange cable. It was also suggested that they try putting iabp in standby and flushing the lumen 15 seconds. The message did not disappear. Therapy was continued using inner lumen for arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). Additional initial reporter name & occupation - (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation - ICU assistant nurse manager. Updated fields - device available for eval,type of investigation . Complaint record ID # (B)(4).

Event description:
N/a.